Event description:
A customer reported via webform that the adc device detached prematurely. Due to this, the customer became hypoglycemic with symptoms of sweating, blurred vision, and tiredness. The customer was able to self-treat with a sachet of glucose gel and then a third-party provided juice for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 has been updated to reflect current investigation results.

Event description:
A customer reported via webform that the adc device detached prematurely. Due to this, the customer became hypoglycemic with symptoms of sweating, blurred vision, and tiredness. The customer was able to self-treat with a sachet of glucose gel and then a third-party provided juice for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.